Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting the patient called them from (B)(4) reporting that they were receiving the ¿cannot deliver desired settings¿ message again. They stated that they only turned the intensity up to 2.2 before they were getting the message. The rep was unable to check impedances as they were overseas, but they planned to meet with the patient when they returned in two weeks. They indicated that the patient may call in to see if they can get some assistance over the phone or overseas.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4). Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that she checked impedance at an appointment previously and one value was out of range. The rep reported that another f/u with the patient revealed 3-4 electrodes had impedance values out of range. The rep stated the results would fluctuate, first electrodes 3, 4, 5 were high and then 3, 5, 7 were on a high second impedance test. Additional information was received from the rep. It was reported that the cannot deliver message was caused by oor contacts on left lead. Impedances measuring over 40k ohms on multiple contacts and were different and different times. The rep programmed the right lead and avoided programming on the left. It was not know the exact cause. Oor has not been resolved but programming on a different lead seemed to have provided some help to the patient. No further complication were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain. The patient reported that they were seeing the ¿settings not available¿ message on their controller. They stated that they can decrease amplitude, but they cannot increase it past 1.5. It was mentioned that they normally could increase the intensity to 3.0. They noted that the issue began on (B)(6) 2020. Patient services had the patient take the battery pack out of the controller and reinsert it. After doing so, the patient connected to the implantable neurostimulator (ins) again and was able to increase settings normally again after turning stimulation back on. Additional information received from the patient on 2020-01-17 indicated that they were seeing the ¿settings not available¿ message again and was unable to increase stimulation. The patient noted that the burning pain all over their body and legs is worse, which is what they are implanted for. They also stated that they were seeing the ¿no device found¿ screen. Patient services recommended recharging the device. Additional information received from the rep on 2020-01-21 indicated that they met with the patient to check impedances and contact 4 had impedances greater than 40,000 ohms. The rep stated that they reprogrammed the patient around contact 4 and was able to get past the ¿out of range¿ message. They noted that the patient was satisfied with their new programming. The issue was resolved at the time of the report. No further complications were reported or anticipated.